Manufacturer narrative:
Engineering analysis: the product label that is on the outer box and inner pouch specifies that the product is compatible with a 6fr introducer sheath. Based on the details of the complaint the physician asked the atrium product representative what size guide catheter the 6mm x 22mm x120cm icast could fit through. The representative informed the physician that the product could fit through a 7fr guide catheter. The atrium medical sales representatives have been instructed to upsize by 2fr sizes when dealing with guide catheters as the guide catheters are sized by their outer diameter where introducer sheaths are sized by their inner diameter (ID). As an example, a 7fr introducer sheath has an inner diameter of 2.3mm. The inner diameter of a 7fr guide catheter is 2.0mm. This is considerably smaller. In this scenario, the most logical guide catheter to use would be the 9fr guide as its inner diameter is approximately 2.5mm. During the final lot qualification data shows that all (B)(4) test samples were able to pass through the 6fr introducer sheath without issue. Since december of 2013 over (B)(4) test units have been passed through the introducer sheath without a failure for the inability of the stent to pass through the introducer sheath. The product in question has also been subjected to simulated use in a tortuous iliac artery model whereas the stent delivery system is advanced contra laterally over the iliac arch through a 6fr 55cm long cook check flow performer introducer sheath. The stent is then deployed at nominal pressure as specified on the product label and the balloon deflated and withdrawn back through the introducer sheath. This testing was conducted numerous times while being submerged in a heated water bath at 37°c (body temperature) during design verification testing of the product. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atrium's final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath . Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: when a delivery catheter is not compatible with a sheath it would create a procedural delay while the appropriate items are located and prepared. The instructions for use warn that the appropriate size device and accessories should be selected prior to introduction.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The physician was attempting to intervene on a superior mesenteric artery. The physician found stent would not easily enter a 7fr cordis ig guide sheath so he did not use it.